Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Checked programmming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Customer changed her site the night before bedtime and woke up in diabetic ketoacidosis. Instructed customer not to change her site out right before bedtime. Sending clamp so customer can call helpline to run high pressure test.